Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences. She also reported having high blood glucose. Her blood glucose was 462 mg/dl and stated that she treated by manual injection. The customer declined troubleshooting for her high blood glucose incident. The customer also reported that she had air bubbles in her reservoir but declined troubleshooting. Her blood glucose at the time of the incident were 265 mg/dl. The insulin pump and sensor will not be returning for analysis. The reservoir will be returning for analysis.